Event description:
A healthcare worker complained of cutting her thumb on a sharp edge of a metal mesh area where the vaporizer plate is located. The worker was required to receive two stitches and is doing fine.

Manufacturer narrative:
Evaluation: the field service engineer performed a planned maintenance on the unit and changed out the electrode and plastics.